Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The technical support specialist assisted the customer in reseating the matrix drawer connections and rebooting the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer 1 showing not detected on bus. The user rebooted the device and performed recovery issue still persistent causing a delay in dispensing the medications. There were no adverse events or injuries reported based on this event.